Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk - constructs: uss/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: leferink, v.j.m. Et al (2002), thoracolumbar spinal fractures: segmental range of motion after dorsal spondylodesis in 82 patients: a prospective study, european spine journal, vol. 11 (xx), pages 2¿7 ((B)(6)). The aim of this study is to study the effect of dorsal spondylodesis on intervertebral movement, the author measured the sagittal range of motion (rom) in the vertebral segments above and below the fractured vertebral body to answer the following questions: 1. Does dorsal spondylodesis of one segment also cause loss of rom at other segments, or does it result in increased rom at the surrounding segments? 2. Does dorsal spondylodesis result in ankylosis of the affected intervertebral disc space? Between february 1991 to may 1996, a total of 82 patients (18 t12, 42 l1, 17 l2 and 5 l3 fractures) were included in the study. The mean age in the t12, l1, and l2 fracture group was 41.7, 37.8 and 37.7 years respectively. Surgery was performed using a universal spine system (synthes) or a competitor device. The mean follow-up period was unknown. The following complications were reported: in an unknown number of patients, all other evaluated segments showed significant loss of rom (p<0.05) compared to normal values, except segment l1-l2 in l3 fractures (p=0.058). This report is for an unknown synthes uss constructs. This report is for (1) unk - constructs: uss. This report is 1 of 1 (B)(4).